Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of ins sticking and not getting good connection was that she had a bariatric surgery and started losing a lot of weight. The hcp in ma did a revision surgery and that issue was resolved. Patient¿s weight at the time of that surgery was around (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for failed back surgery syndrome and spinal pain. It was reported that patient had previously had a problem with the ins battery sticking out from under her skin (not coming through the skin) and was at her pant line and was catching on everything and was not getting a "good connection" and they did a revision surgery to address this. The issue occurred about two and a half years prior to the date of report; an exact date was not provided. No specific symptoms were reported and no further complications were reported/anticipated.